Manufacturer narrative:
(B)(4). Catheter investigation summary: a cross-functional team of engineers evaluated the returned device. A visual inspection confirmed that the mandrel had broke around 1 cm distal of wave (on the taper transition section), most likely due to excessive forces applied to the device during use. A review of the device's manufacturing history found no issues during the manufacturing process that would have caused/contributed to the lld breaking during the case. Placeholder.

Event description:
This was a right-sided lead extraction procedure to remove one non-functional rv dual coil medtronic 6494 lead (implanted 108 months). The lead was prepped with an lld-ez and a glidelight laser sheath and visisheath were used to assist in the extraction. During the procedure, the lld broke and the physician was not able to retrieve all of the lld from inside the lead. A part of the lld remained within the lead and the lead was cut and capped. The patient experienced no ill-effects from the procedure and was discharged per operative plan.